Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt still had pain, their back of the legs under the butt part had pain that was terrible. Pt had to bend over to walk. The pt was not getting no kind of relief and was hurting ever since they were implanted. When they get up in bed it got worse and worse, pt had taken pain pills and tylenol but was still hurting. They had the ins charged all the way and still had pain where it used to be. When coughing they felt vibrations so they knew stimulation was on. During call stimulation was on group b, pt increased program 1 to 5.4 and was not feeling a difference. Pt went to group a program 1 and increased the intensity, pt only felt stimulation in their feet and not in their legs. Pt went to group c and adjusted program 1 intensity but they only felt stimulation in their stomach and not in the back. Pt went back to group b and increased intensity to 7.8 and felt a tingling sensation. The pt felt a stimulation in their front legs from the knee higher and in the back legs in the back to their feet. Pt had to decrease intensity to 6.2. Pt will monitor therapy and contact their doctor (hcp) if issues persisted. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states they were going to have surgery this morning on their toe and they wanted to know how to turn the stimulator off for the surgery. Agent reviewed. Pt states they were told to bring the controller with them but they wanted to make sure they knew how to turn it off. Pt asked if after the surgery they could turn back on the stimulator. Agent reviewed. Pt states the ins is not currently fully charged. Agent reviewed pt may have to charge the ins prior to turning it back on. Patient then states since implant they have not been getting any pain relief with the back of the legs and it is still hurting so bad they can hardly walk. Pt states the therapy is only working for the lower knees and down but is not helping with the pain from the buttock to the knees. Patient mentioned that they have called before and someone helped them increase the stimulation but that did not resolve the issue. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issues. Additional information was received from the patient (pt). They reported that their physician noted they had nerve pain. Pt got some shots, but it was no help either. Pt noted sometimes they're so numb they can't take another step. Pt noted they were talking about surgery to resolve the issue. Pt reported the issue has not been resolved and they continue to hurt in the same place and medicine didn't help either. Pt was not getting relief and it was depressing to them.

Manufacturer narrative:
B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.